Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the watchman access system (was). The device was bloody. The hub, sheath, and tip were microscopically, tactile and visually inspected. Inspection revealed tip damage (punctures/abrasions), with kinks in the sheath located at 4.5cm, 44 cm and 48.5 cm from the tip of the device. The damage to the tip of the device is consistent with implant recapture difficulties. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-01157, 2134265-2018-01796, 2134265-2018-01797. It was reported recapture difficulties occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was positioned and a 30mm watchman ® laa closure device & delivery system (wds) was advanced. The closure device was deployed, but was a little bit proximal. They decided to recapture, but they were unable to recapture the device into the sheath. They were eventually able to come out of the appendage and partially deploy the device and then recapture it. The was and wds were both removed. An imaging sweep revealed no evidence of pericardial effusion a second was advanced and positioned. They then advanced another 30mm wds and deployed the closure device. The device met all criteria and was released without complication. A post implant imaging sweep revealed no evidence of pericardial effusion. The patient was reported to be fine. It was further reported that when the patient was in the post anesthesia care unit (pacu), they were extubated and started showing signs of pericardial effusion with tamponade. A drain was placed and the patient was stable. The patient was discharged from the hospital two days post implant.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-01157, 2134265-2018-01796, 2134265-2018-01797. It was reported recapture difficulties occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was positioned and a 30mm watchman ® laa closure device & delivery system (wds) was advanced. The closure device was deployed, but was a little bit proximal. They decided to recapture, but they were unable to recapture the device into the sheath. They were eventually able to come out of the appendage and partially deploy the device and then recapture it. The was and wds were both removed. An imaging sweep revealed no evidence of pericardial effusion a second was was advanced and positioned. They then advanced another 30mm wds and deployed the closure device. The device met all criteria and was released without complication. A post implant imaging sweep revealed no evidence of pericardial effusion. The patient was reported to be fine. It was further reported that when the patient was in the post anesthesia care unit (pacu), they were extubated and started showing signs of pericardial effusion with tamponade. A drain was placed and the patient was stable. The patient was discharged from the hospital two days post implant.